Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the low voltage differential signaling (lvds) circuit board was slightly loose, this was reseated. Furthermore, the keyboard case hinges were broken, and the system fan was noisy. Product ID 2067l radiofrequency head; product ID r2290 analyzer.

Event description:
It was reported that while the programmer was being used, the programmer would sometimes "crash." The caller powered it off and finished the case with another programmer. This happened at other times of use as well. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that while using the programmer the screen would shut off. It was able to be rebooted by cycling the power off and then on again. At these times another programmer was used to finish the case. The service disk was also run on it but the clinic said that the issue persisted, however the company representative used the programmer for two days with no problems.